Manufacturer narrative:
Device evaluated by manufacturer: the product was returned. A microscopic examination identified the pump, shaft, and tip had no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The male connector was cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During a thrombectomy treatment procedure in the femoral and iliac vein, the physician selected the use of a angiojet® zelantedvt¿ catheter. During set up the catheter kept getting an error message while priming. So another angiojet® zelantedvt¿ catheter was opened and primed. The catheter was advanced into the patient and aspiration started, after maybe 4-5cc were aspirated, they started getting error messages so the device was removed. The procedure was completed with a solent omni thrombectomy catheter. No patient complications were reported and the patient status was fine.